Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 431 mg/dl. The customer stated that she passed out in the driveway of her home. The customer also stated that the device alarmed no delivery multiple times. No further information was provided.